Event description:
It was reported that when using the bd pyxis¿ medbank mini medication does not populate in patient profile. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not appearing on the patient profile. A technical support specialist (tss) confirmed that the medication order was correctly entered but was scheduled with a future start time of (B)(6) 2026 at 12:00 am, which prevented it from displaying on the active patient profile prior to that time. The system functioned as intended after the technical support specialist verified the device.